Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message and displayed a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and observed proper operation during functional and performance testing. The reported malfunction was not replicated or confirmed. The device was returned to zoll stock and the customer received a replacement.